Manufacturer narrative:
On 4/8/19, it was reported to mentor that the deflation was on the right breast implant. The serial number for right device is (B)(4). Concomitant product serial number is (B)(4). The replacement devices were saline mentor smooth round high profile 420cc. The patient experienced seroma on the right breast implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/8/2019, it was reported to mentor that the patient experienced bilateral capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019 , it was reported to mentor that the manufacturing record evaluation (mre) was performed for the finished device number 6599095, and no non-conformance's related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: saline mentor smooth round moderate profile 275cc, catalog number 3501640, serial number (B)(4), lot number 3599095. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) african american female patient underwent a breast augmentation primary with saline mentor smooth round moderate profile 275cc and experienced deflation on the left breast implant. The patient noticed deflation. As a result, the patient had undergone explantation on (B)(6) 2019.

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/1/2019, it was reported to mentor that the patient did not have seroma. Therefore, seroma code was removed. Manufacturer¿s reference number: (B)(4).